Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events with two infusion sets which pulled out 1-2 days early. No further information available.